Event description:
It was reported that balloon shaf got inflated. The target lesion was located in the brachialcephalic vein. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, the balloon did not inflate instead it filled in the space before the balloon and created a bubble in the catheter shaft. The device was removed over the wire and completed the procedure with another of same device. No patient complications were reported.